Manufacturer narrative:
Reportedly, the target lesion was heavily calcified which likely contributed to the reported failure to advance. Additionally, another smaller device was also unable to cross the target lesion, this further suggests that the anatomical conditions were challenging. As no damage was noted during the inspection prior to use, it is likely that interaction with the heavily calcified lesion likely loosened the stent implant such that as the product was removed, the stent dislodged. Reportedly, no pre-dilatation was performed. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter. It is possible that the lack of pre-dilatation contributed to the reported failure to advance and subsequent stent dislodgement.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains free floating in the coronary. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the lad. No pre-dilatation was performed. The 3.0 x 23 mm vision was advanced, but was unable to cross and the stent dislodged as the delivery system was being removed. No retrieval attempts were made because the stent could not be located. An attempt was made to stent with the 3.0 x 18 mm vision, but it too failed to cross and upon removal the struts were observed to be flared. No additional event or pt info is available.